Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead exhibited loss of capture and high capture thresholds. This lead was discarded. Additional information has been requested but was not provided at this time. No additional adverse patient effects were reported.